Manufacturer narrative:
(B)(4). Field service representative (fsr) evaluation: the fsr evaluated the user interface module (uim) and the gas delivery engine (gde) onsite. The fsr replaced both end of life hardware items to our current hardware platform for the device. The fsr also replaced the internal battery pack since it was out of carefusion compliance for the two year preventative maintenance replacement schedule. The carefusion field service representative (fsr) performed the operational verification procedure of the device and was returned to the customer working to service specifications. The suspect uim was damaged during the removal process. However, the gde is pending return and the evaluation will be included in a follow-up report.

Event description:
The customer reported while in patient use, this avea ventilator failed to cycle to battery power during a facility generator test and it shut off. The customer reported no patient harm was associated with this event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect gas delivery engine (gde) assembly for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components within the gde and found improper cable connections. The fa lab also found exposed cabling wires within the gde. The fa corrected the improper cabling connections and performed manufacture testing, which the suspect gde passed. The fa lab was not able to duplicate the reported issue; therefore a root cause could not be determined.